Event description:
It was reported by the rep that the (2) pmw35 were used during a angioplasty procedure. It was reported that the procedure was performed using a standard technique. After the procedure was completed, the surgeon went to close the skin with the pmw35. The surgeon placed a few staples correctly and then the stapler jammed. A second stapler also jammed before the incision was completely closed. A third skin stapler was opened to complete the case. There was no adverse pt consequence. The operating room time was extended by five minutes.